Event description:
Caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset process, after which the cgm error did not reappear. The caller successfully started their sensor session, resolving the issue.